Manufacturer narrative:
(B)(4).

Event description:
It was further reported that six days after implantation, the patient also had myocardial infarction (mi). The patient was stable on medication of 75mg od clopidogrel changed to 90mg bid ticagrelor. However, the patient was not discharged to complete the treatment of post mi.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2017-00441 and 2134265-2017-00490. It was reported that sub-acute stent thrombosis and chest pain occurred. In (B)(6) 2016, the patient presented due to acute anterior myocardial infarction. The target lesion was located in the left anterior descending (lad) artery. The target lesion was then treated with three stents, a 16x3.00mm, 16x2.50mm and 20x2.75mm promus premier¿ drug-eluting stents (des). However, six days after implantation, the patient complained of chest pain. ECG changes and stent thrombosis were noted. The patient was then treated with aspirin and balloon angioplasty was performed. No further patient complications were reported and the patient's status was stable.